Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that upon starting the infusion of medicine, the leakage of medicine was observed near the 44 cm depth marking. Therefore, the operator stopped the infusion.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. The extension tubing markings were partially worn. Two circumferentially opposite, longitudinally aligned splits were observed between the 35cm and 36cm depth markings. Material discoloration was observed in the vicinity of the splits. An attempt to infuse water through the sample using a 12ml syringe revealed leakage from both lumens emanating from the aforementioned splits. Tactile inspection of the sample revealed tensile weakness and necking in the vicinity of the splits. The catheter kinked preferentially at the site of the splits during manual manipulation. The splits occurred at the corners of the preferred kink shape. Microscopic inspection of the splits revealed that they occurred within depressions and exhibited inward-curving edges. The split edges exhibited a granular texture. The tensile weakness, discoloration, preferential kinking and split characteristics were consistent with damage caused by sharp kinking of the catheter tubing. Catheter insertion/securement technique may have contributed to the observed damage. The product IFU states ¿avoid sharp or acute angles during implantation¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that upon starting the infusion of medicine, the leakage of medicine was observed near the 44 cm depth marking. Therefore, the operator stopped the infusion.